Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient diagnosis of peritonitis and constipation. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler with cycler set and the peritonitis or constipation. Constipation is a common occurrence in dialysis patients. It is unknown if the patient followed proper aseptic technique while setting up for pd therapy. There is no allegation of a machine malfunction or a leak in the cassette reported for this event. The liberty cycler has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow up for a separate event it was reported a patient was hospitalized for peritonitis (signs/symptoms unknown). The patient was admitted (B)(6) 2018 and the pd effluent culture was positive for gram negative bacteria (unspecified). The patient was treated/prescribed antibiotics (type, route, dose, frequency and duration unknown) while hospitalized. The patient was also experiencing constipation during the hospitalization. Other hospital course is unknown. The patient was discharged (B)(6) 2018 and continues to recover while completing pd therapy on the liberty select cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.